Event description:
This serious unsolicited device cause was received from united states on (B)(6) 2013 from a company rep. This case concerns a (B)(6) female pt who passed away receiving treatment with synvisc one. No medical history, past drugs, concurrent conditions and concomitant medications were reported. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On (B)(6) (year of administration was not specified), the pt received treatment with synvisc one injection (route of administration, dosage regimen, batch/lot and expiration date unk) into an unspecified knee for an unk indication. Later, on (B)(6) 2013, the pt passed away due to an unreported cause of death. It was unk whether the autopsy was performed. The reporter stated that "the year of synvisc one administration would be in 2013 but the year was not stated on the form." Corrective treatment: not reported. Outcome: fatal. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, the causal role of synvisc-one cannot be excluded for the occurrence of the pt's death for an unspecified reason, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment, and moreover the lack of info regarding the autopsy findings of the pt and the further info lack regarding the autopsy details precludes the complete case assessment.